Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries greater than 2 units. The customer's blood glucose (bg) levels ranged between 150-259mg//dl and correction boluses were delivered to address the bg level. The contact stated that they would close the occlusion alarm and resume insulin deliveries to resolve the occlusions. The contact declined troubleshooting with tandem technical support to determine a possible cause of the most recent occlusion alarm. Recommendation was made to consult with their health care provider to discuss the occlusion alarms. During a follow-up, the contact reported that the customer did not receive any additional occlusion alarms after an infusion set site change.